Manufacturer narrative:
The product in complaint was not returned to the manufacturer for evaluation. A review of the manufacturing records for this device was completed and no issues were identified that could have lead to the adverse event reported. Complaints will continue to be monitored for any trends.

Event description:
It was reported that a symptomatic (B)(6) year old female patient underwent a right transcarotid artery revascularization (tcar) procedure on (B)(6) 2019. The procedure went without incident. An 8x30 enroute stent was deployed after 4x20 pre-dilation. There was no post dilation. Reverse flow time was 9 minutes. Heparin and prophylactic glyco were given. The patient was pre-treated with aspirin (asa), plavix and statin. The patient's blood pressure was high before and during the case. Blood pressure remained high when exiting the room. Neuro check was good when the patient left the room however, the patient presented with left sided weakness on the floor. The physician performed imaging which showed the stent to be patent however, a new infarction was observed. The physician elected to monitor the patient and found that the symptom had resolved prior to discharge. No additional details were provided.